Event description:
It was reported that during an aspiration of a femur, the surgeon put the drive shaft into the drill and it did not work. The surgeon disassembled and found the tip of the driver shaft was broken. The surgeon selected another shaft and completed the procedure. There was no patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional common device name hrx. The helix located above the hex is worn down which caused the drive shaft to fail. This portion of the device was updated per (B)(4). The ria drive shaft helix component changed from stainless steel 304 to 316l with kolsterization. This change improved the resistance to wear of the drive shaft helix component. Design verification testing was performed (reference test number: mt07-135) which showed that drive shaft helix samples incorporating the design change proposed in (B)(4) showed an 82% improvement in wear resistance when compared to the previous design after exposure to bench testing which simulate product use. This complaint is valid due to the wear on the helix of the drive shaft. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The product evaluation visual inspection revealed the drive shaft returned with the tip broken at the transition to the hex feature. There are axial scratches on the shaft indicating use. The collar has deep scratches and dents. This complaint is indeterminate from a manufacturing standpoint because the damaged portion of the product makes physical dimensional verification impossible. Placeholder .